Event description:
It was reported that the device was fractured. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). H6: mechanical (g04) - impactor. H3: customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. Suggested code (annex g)- mechanical (g04) - impactor. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification is necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history reviews cannot be performed without product identification. Medical records were not provided. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.